Manufacturer narrative:
Additional information received, the patient had gradual improvement of inflammation and corneal folds. The patient has been discharged from the hospital, anterior segment calm and clear cornea. Visual acuity (B)(6), but onset of cystoid macular edema found on optical coherence tomography (oct). Anti-inflammatory treatment was decreased. The investigation is complete.

Manufacturer narrative:
The root cause of the event is unknown as the user facility has eliminated the stellaris system as a potential source of contamination. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Event description:
The user facility in (B)(6) reported a patient experienced toxic anterior segment syndrome, the same day after having anterior surgery with a diagnostic vitrectomy and anterior chamber puncture with curative posterior vitrectomy, involving the stellaris elite pc. The healthcare facility eliminated the stellaris system as a potential cause of the event after a bausch & lomb sales representative explained the mechanisms of the system. Visual acuity as of 5-aug-2020 was counting fingers. The patient presented with an ulcer, which did not heal, and was re-operated on for an amniotic membrane transplant. Patient improvement has been noticed however the patient continues to be hospitalized. Initially thought to be endophthalmitis, bacteriological testing performed was negative.